Event description:
Based on the pt's initial report: (B)(6) 2005 - pt was implanted with the bard composix kugel hernia patch. On ni/ni/ni - pt suffered from pain. Testing revealed that the mesh had eroded into the small bowel. On (B)(6) 2010 - pt underwent a lap procedure to attempt to remove the mesh. The mesh was not removed at this time due to complications and extensive adhesions. On (B)(6) 2010 - pt underwent an open procedure where the mesh was removed. Based on a review of the provided medical records: (B)(6) 2005 - sigmoid colon resection with lysis of adhesion and repair of huge incisional hernia. On (B)(6) 2010 - laparoscopic exam: "tremendous" adhesions to previously placed mesh. Omentum and large and small intestine attached to mesh. On (B)(6) 2010 - excision of composix kugel mesh with release of intra-abdominal adhesions with small bowel resection, placement of non-bard mesh. Previously placed mesh noted to have "curled on itself" with 6-10 loops of small intestine attached to it. On (B)(6) 2011 - release of incarcerated incisional hernia with release of partial small bowel obstruction and placement of a non-bard mesh. Non-bard mesh placed on (B)(6) 2010 was completely disrupted and was explanted. On (B)(6) 2011 - release of small bowel obstruction with repair of dislodged mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt reported that test results showed the mesh had eroded into the bowel. However, the medical records provided did not include those results and there was no mention of erosion in the operative reports. The pt was reported to have developed adhesions, which are stated as a potential adverse reaction in the product's instructions for use. Additionally, the pt has a history of adhesion formation after abdominal surgery, including removal of a subsequently placed non-bard mesh due to recurrent adherence formation. A mfg review was performed and did not find any discrepancies. No sample has been returned; therefore, no device eval could be performed. If additional info is received, a supplemental MDR will be submitted.